Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release from the cystic artery, it would not open. There was no tissue damage however it did take excessive force to pry the device apart. A different device was used to complete the procedure. No adverse consequences reported.